Event description:
It was reported that the patient was septic with recurrent (B)(6) bacteremia infections with suspected cardiac device infection and infected av fistula for hemodialysis. A transesophageal echocardiography (tee) noted vegetation on the coronary sinus lead and tricuspid valve. Blood cultures and cultures from tip of leads were positive for mrsa. The I implantable cardiac defibrillator (ICD) and leads were removed. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal portion of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant products: 419488 implantable pacing lead, (B)(6) 2012. A 6947m62 implantable tachy lead, (B)(6) 2012. A d314trm implantable cardioverter defibrillator, (B)(6) 2012. (B)(4).